Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible the plunger was not pulled out (out of sequence); or the device was damaged during use causing the reported bend at the distal to proximal guide joint, and difficult to remove and difficult to open or close. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique with a 9f sheath prior to an electrophysiology procedure. Reportedly, the prostyle was deployed, yet when closing the footplate lever, the lever would not lower. There was resistance noted. A vascular surgeon was called. The device was manipulated to close the feet. The device was removed without damage. The device was found to be bent at the joint of the distal and proximal guide. The sutures of two new prostyle devices were successfully deployed and achieved hemostasis. The procedure was aborted. Subsequent to previously filed report, additional information was received: the device was manipulated for approximately 30 minutes to close the feet and remove the device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique with a 9f sheath prior to an electrophysiology procedure. Reportedly, the prostyle was deployed, yet when closing the footplate lever, the lever would not lower. There was resistance noted. A vascular surgeon was called. The device was manipulated to close the feet. The device was removed without damage. The device was found to be bent at the joint of the distal and proximal guide. The sutures of two new prostyle devices were successfully deployed and achieved hemostasis. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known.